Event description:
Related to MFR report # 2183959-2012-01769. Plaintiff was implanted with the miniarc single incision sling to treat her "pelvic organ prolapse and/or stress urinary incontinence." The date of implant was not provided. Plaintiff's attorney alleges that "as a result, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, as undergone and will undergo corrective surgery or surgeries," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.